Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided for review. B4: corrected. H6: corrected health effect, component, and investigation clinical codes.

Event description:
As reported via legal documentation the 69 y/o male patient had a left knee replacement on (B)(6) 2014. Approximately 8 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. It was noted that the tibial component was well fixed but easily separated from the bone cement interface. During removal of the tibial component, the posterior condyle of the tibia was fractured in a partial articular pattern but remained stable due to soft tissue attachments. Noted that the femoral component was loose. The patella was also assessed and it was felt that while the patella was thin, there was significant poly wear to the patellar component and revision was necessary. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. Related- MFR #1038671-2023-01594 report 1 of 3. MFR #1038671-2024-02057 report 2 of 3. Additional manufacturer narrative- report 3 of 3. D10. Concomitants: (B)(6), 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(6), 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm. (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6), 201-78-99 - 2pk, schanz pin 4mmx130mmx40mm thrd. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement and then approximately 8 years and 9 months after the initial procedure the patient had a left knee revision. Revision operative report -complications: interop tibia fracture during extraction of tibial component [(B)(6); 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t] captured in MFR # 1038671-2023-02182. Postoperative diagnosis: post-op diagnosis: pain due to hip joint prosthesis, initial encounter, localized swelling, mass and lump, lower limb, left. Revised to competitor¿s devices. It was noted that the tibial component was well fixed but easily separated from the bone cement interface. Noted that the femoral component was loose. The patella was also assessed, and it was felt that while the patella was thin, there was significant poly wear to the patellar component and revision was necessary. A soft compression dressing was applied, and a knee immobilizer was placed. Disposition: plan for pacu - hemodynamically stable. Condition: stable. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.